Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right atrial (ra) lead presented an inconclusive atrial threshold test. The presenting rhythm was described as highly irregular and atrial capture could not be definitively confirmed. It was decided to continue monitoring the device. This ra lead remains in service. No adverse patient effects were reported.